Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch was misaligned. A field service engineer adjusted the latch to drawer 2.1 and the drawer opened and closed without any issue. Pharmacy technician completed inventory, door opened and closed several times. Proactive inspection process was performed on station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to stay closed. The customer stated that the user was unable to access any medications which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.